Manufacturer narrative:
Insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, insulin pump error hardware low level failure alarm confirmed in pump history (variable info = 3) due to broken trace at pin 1 on u1 keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had audio anomaly. Customer's blood glucose value was unknown at the time of incident. Customer states that software had failed to make expected audio sounds during alerts. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.